Event description:
It was reported the fowler was not operating to specifications as it could not be raised.

Manufacturer narrative:
Upon evaluation, the stryker technician observed the fowler weldment (under the pt platform) was bent.